Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges she was driving and slowed down to do a 180 degree turn. As she was coming out of the turn, the chair flipped to the side.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges she was driving and slowed down to do a 180 degree turn. As she was coming out of the turn, the chair flipped to the side.